Manufacturer narrative:
Conclusions: a f/u report will be submitted when the device eval has been completed.

Event description:
The complainant reported that the rotator blew off of the stopcock at 800 psi. There was no harm or injury to the pt, and no consequence to the end user was reported.